Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed small blister-like spots underneath the electrodes. The patient placed gauze over that area to help heal and used a steroid cream that was suggested by their in home nurse. The patient reported that the sores were almost completely healed.